Event description:
A customer reported that their battery will not stay in unit. Customer claimed battery wouldn't latch but was afraid to push it. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer claimed the battery wouldn't latch but was afraid to push it, was barely applying any pressure. Troubleshooting with the customer identified that the battery pack was able to latch multiple times. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.